Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: honduras there is leakage in the pouch.

Manufacturer narrative:
Samples received: 6 sachets of catgut plain 2/0 (3.5) 75cm hr37s suture are received in a closed package. Preliminary analysis: stock review: once the stock was checked it was verified that there are currently no available units of this product code and lot number. Quantity produced / imported: we proceed to review the traceability and verify that of this batch and product code, a total of (B)(4) units distributed quantity: the units manufactured were distributed to 6 national clients from different cities: (B)(6). Background: we proceed to review the database of claims and verify that to date there are no reports of incidents, related to this product code and lot number. Batch record: the documentation corresponding to the manufacture of the lot was reviewed and verified that the lot had a normal process, no deviations or changes during production are identified. Analysis of sample (s): the samples received were visually checked, it was evidenced that the sutures sent by the client, leak through a small hole caused in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to the same. The reported batch was manufactured prior to the CAPA implementation that addressed this defect. Conclusions: given that the samples provided by the customer do not meet the b. Braun specifications, we conclude that the claim is confirmed. Actions: in relation to this cause, it has already been treated in a corrective action ((B)(4)), which is currently in process verification of effectiveness.